Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, an attempt had been made to shape the guidewire tip. The guidewire was noted to be kinked/bent. The guidewire ptfe coating was noted to be peeling in multiple areas to 66.5cm from the proximal end. The guidewire was noted to be broken/fractured at 197.5cm from the proximal end . The hydrophilic coating was hydrated and there were no anomalies noted. There was no functional inspection required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that no damage was noted to the packaging prior to opening the packaging, the dispenser hoop was flushed and no resistance was encountered when removing the guidewire from the dispenser hoop, and the issue was noted on the distal end of the guidewire. During analysis, the guidewire distal end/tip was noted to be kinked/bent, confirming the reported event. The guidewire ptfe coating was also noted to be peeling in multiple areas up to 66.5cm from the proximal end and the guidewire was broken/fractured at 197.5cm from the proximal end. Based on the information provided, it is likely that the distal tip was damaged during removal from the hoop. The ptfe coating damage most likely occurred as a result of interaction with another device. The damage noted is consistent with backloading the proximal end of the guidewire into the distal end of the introducer and pulling it through the introducer at an angle. An assignable cause of handling damage will be assigned to the as reported and as analyzed- guidewire distal end/tip kinked/bent' as well as the as analyzed - guidewire ptfe coating peeling' and - guidewire broken/fractured during preparation' since these issues are associated with handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Event description:
Analysis of the returned device found that the subject guidewire ptfe (polytetrafluoroethylene)coating was peeling. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.